Event description:
A peritoneal dialysis (pd) patient experienced "pd-associated" peritonitis. The cause of the peritonitis was reported as due to "a break in aseptic technique during bag exchange or hematogenous infection". The patient was hospitalized and treated with unspecified antibiotics for the event. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.